Manufacturer narrative:
Due to character limitation in e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) unit not switching on. No one was harmed.

Manufacturer narrative:
Updated fields - b4, d4 UDI number, d8, d9, e1 initial reporter name, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings), h11. Corrected fields: b5, d10, h6(imapact code).

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) unit not switching on.no one was harmed. No patient involved. No harm.

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h2, h6 (type of investigation, component codes and investigation conclusions), h11. Corrected field: b5. A getinge field service engineer (fse) checked the machine and found machine is not switching on. Further check the machine and found the power supply assy is suspected. Replaced the power supply assy. Then check the machine and found machine is working ok. All pneumatic tests are passed. Machine is working ok. Handover the machine to user for clinical use.

Event description:
It was reported that during check found that the cs300 intra aortic balloon pump (iabp) is not switching on. No patient involvement and no one was harmed onsite.